Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s dad reported via phone call that the display on his son's insulin pump is not showing. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that there are lines in different colors on the screen and finally insulin pump died. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segment due to cracked and bleeding lcd glass. No blank display noted. Device received with pillowing keypad overlay. Test reservoir lock properly inside the reservoir tube.